Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00340. Additional information received indicated diagnostics showed invalid impedance readings for all contacts. Surgical intervention was undertaken and the lead was found to be disconnected from the ins. Physician reconnected the lead to the ins and stimulation was reported. Postoperatively, the patient reported receiving effective therapy.